Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') and genital haemorrhage ('bleeding') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included removal of kidney stone in 2010, diabetes mellitus, sexually transmitted disease and cholecystectomy. Concurrent conditions included breast mass, breast pain, vaginitis, anemia, postoperative bleeding, vaginal cuff dehiscence, hypokalemia, premenopause and adhesion. Concomitant products included amoxicillin;clavulanate potassium from (B)(6) 2017 to (B)(6) 2018, hydrochlorothiazide from (B)(6) 2017 to (B)(6) 2018, ibuprofen from (B)(6) 2017 to (B)(6) 2018 and metformin from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder /urinary"), urinary tract disorder ("bladder /urinary"), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergy") and post procedural haemorrhage ("I started bleeding really bad") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. In (B)(6) 2015, the pelvic pain and vaginal haemorrhage had resolved. At the time of the report, the menorrhagia, dyspareunia, abdominal pain, weight increased, bladder disorder, urinary tract disorder, genital haemorrhage and hypersensitivity had resolved and the vaginal infection, depression, anxiety, dysmenorrhoea and post procedural haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, post procedural haemorrhage, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for pain- pelvic, abdominal, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia, menorrhagia, vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter added. New event 'post procedural bleeding' added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') and genital haemorrhage ('bleeding') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included removal of kidney stone in 2010, diabetes mellitus, sexually transmitted disease and cholecystectomy. Concurrent conditions included breast mass, breast pain, vaginitis, anemia, postoperative bleeding, vaginal cuff dehiscence, hypokalemia, premenopause and adhesion. Concomitant products included amoxicillin;clavulanate potassium from (B)(6) 2017 to (B)(6) 2018, hydrochlorothiazide from (B)(6) 2017 to (B)(6) 2018, ibuprofen from (B)(6) 2017 to (B)(6) 2018 and metformin from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bladder disorder ("bladder /urinary"), urinary tract disorder ("bladder /urinary"), genital haemorrhage (seriousness criterion medically significant) and hypersensitivity ("allergy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. In (B)(6) 2015, the pelvic pain and vaginal haemorrhage had resolved. At the time of the report, the menorrhagia, dyspareunia, abdominal pain, weight increased, bladder disorder, urinary tract disorder, genital haemorrhage and hypersensitivity had resolved and the vaginal infection, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for pain- pelvic, abdominal, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia, menorrhagia, vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: new events- abdominal pain, weight gain, bleeding, allergy, bladder /urinary were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included removal of kidney stone in 2010, diabetes mellitus, sexually transmitted disease nos and cholecystectomy. Concurrent conditions included breast mass, breast pain, vaginitis, anemia, postoperative bleeding, vaginal cuff dehiscence, hypokalemia, premenopause and adhesion. Concomitant products included amoxicillin from (B)(6) 2017 to (B)(6) 2018, hydrochlorothiazide from (B)(6) 2017 to (B)(6) 2018, ibuprofen from (B)(6) 2017 to (B)(6) 2018 and metformin from (B)(6) 2017 to (B)(6) 2018. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. In (B)(6) 2015, the pelvic pain and vaginal haemorrhage had resolved. At the time of the report, the menorrhagia and dyspareunia had resolved and the vaginal infection, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, dyspareunia, menorrhagia, vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr received-: case become incident. New events: pelvic pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse) were added. Reporters and patient demographics were added. Updated suspect drug indication. Medical history, lab data and concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.